Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and the reservoir volume icon anomaly could not be verified due to the motor error alarm. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 264 mg/dl. Customer stated that she had a MRI today and forgot to remove the pump. Customer reported that she now has a full reservoir indicator even though nothing is in the pump. Customer stated that there is also a black circle on the top of the screen. Customer stated that the alarm occurred during a rewind. Customer was assisted with clearing the alarm. Insulin pump will need to be replaced. No additional information provided.